Event description:
It was reported that this pacemaker device exhibited a decrease in remaining battery percentage. Engineering analysis confirmed the device was exhibiting characteristics of a premature battery depletion (pbd) condition, with gradual power consumption increasing. A technical services consultant recommended replacing the device in the near future. Additional information was received that this device was explanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.